Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a critical limbs ischemia treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in a moderately tortuous right anterior tibial artery. The sterling, mr, 3.0 x 60/135 (4f) balloon catheter was engaged in the target lesion and was inflated to 6 atm when the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.